Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle plunger would not depress while attempting to inject the dtap-ipv-hib vaccine. The following information was provided by the initial reporter: "student nurse attempted to inject dtap-ipv-hib vaccine however plunger would not push down. Preceptor attempted to inject vaccine but was unable to inject product. No vaccine was given"